Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the internal cable assembly which connects the therapy connector to the therapy pcb assembly, designator w11 was disconnected from the jack connector j23 on the therapy pcb. The safety latches on j23 were found to be broken, which would not allow for the cable to stay connected. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and determined that based on the available information, it is unknown if the reported device issue contributed to the death of the patient. There was no electronic patient record available for review to determine if the patient's ECG required a defibrillation shock.

Manufacturer narrative:
Additional information regarding the outcome of the patient has been provided.

Event description:
Additional information regarding the patient information has been received. The device was only being used for monitoring purposes and no resuscitative efforts took place due to the condition of the patient, upon arrival.

Event description:
The customer reported that during a patient event, the device would no longer detect the connected therapy cable assembly. The customer indicated that after the device would no longer detect the first therapy cable, they connected another cable and observed the same failure. There were no known adverse effects caused to the patient as a result of the reported failure. No additional information from this event has been reported.